Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
A product performance issue was reported. The lead was re- moved and replaced.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged due to an overtorqued distal coil, creating a short in between the proximal and distal coils, resulting in low lead impedance.